Event description:
It was reported that the left bundle branch block left ventricular (lv) lead exhibited loss of capture (loc) as the electrogram only appeared to show right ventricular (rv) lead capture. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating the device and leads were explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the left bundle branch block left ventricular (lv) lead exhibited loss of capture (loc) as the electrogram only appeared to show right ventricular (rv) lead capture. The device and lead remain in service. No adverse patient effects were reported.